Event description:
The pt reported that approx 3 weeks ago, he lost consciousness and fell to floor. He stated that he was passed out for 4-5 hrs. The pt reported that the paramedics were called and when they arrived, they tested his blood glucose and it was 33 mg/dl. His normal range is 100-150 mg/dl. The pt could not recall what actions or medications were provided by the paramedics. The pt reported that he has not been able to test his blood glucose for the past 3 wks due to not having any test strips available. The pt reported that he switched to his back up infusion device and is currently doing fine. The pt reported that when he passed out, he fell on top of the infusion device and broke it, and now he is experiencing missing segments. The product was requested to be returned for evaluation.